Event description:
The manufacturer received information alleging water entered a ventilator during transport. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device had a ventilator inoperative condition. The device's blower motor and system pca was replaced due to water ingress.